Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("violent pelvic pain") in a (B)(6) -year-old female patient who had essure (batch no. D46951) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("significant allergic reaction to nickel contained in essure"), dyspnoea ("breathlessness at less effort"), sinusitis ("sinusitis"), pyrexia ("fever"), productive cough ("chronic and persistent cough with expectoration"), asthma ("asthma"), fatigue ("severe fatigue"), palpitations ("palpitation"), the first episode of arthralgia ("ankle joint pain/hip joint pain"), the second episode of arthralgia ("lower back joint pain"), abdominal distension ("swollen abdomen"), pulmonary pain ("pulmonary pain"), pulmonary physical examination abnormal ("murmur in lung") and rash pruritic ("itching patches on skin"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, dyspnoea, sinusitis, pyrexia, productive cough, asthma, fatigue, palpitations, the last episode of arthralgia, abdominal distension, pulmonary pain, pulmonary physical examination abnormal and rash pruritic outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, asthma, dyspnoea, fatigue, palpitations, pelvic pain, productive cough, pulmonary pain, pulmonary physical examination abnormal, pyrexia, rash pruritic, sinusitis, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: asthma had never occurred before essure implantation. The allergist prescribed a ventilator. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 11-sep-2017 for the following meddra pt: pelvic pain: n° 4018 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: coding correction request, event "suffocation at less effort" was clarified to "breathlessness at less effort". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.